Manufacturer narrative:
The device used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The following controls are in place to mitigate the reported product issue. Per procedure for adelante-s introducer sheath in process and final inspection inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testing sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Break and peel test: using samples from fit check, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. DHR's were reviewed for break force data and no manufacturing defects were found. Per procedure (IFU, adelante safesheath ii): sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that peelaway sheath broke off while physician was peeling it. He was able to complete the peel using a hemostat on the broken side of the introducer. Procedure completed successfully and there was no delay reported. There was no patient side effects reported. No additional information is available.